Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip and cracked end cap. The insulin pump received with protruded/loose drive support disk.

Event description:
It was reported that the insulin pump is cracked and the drive support cap fell off. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.